Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2023-35094. The investigation will be documented under MFR report number 2518422-2023-35094. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint by the customer on the v60, indicating that the accept button does not work. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the accept button does not work. A field service engineer (fse) then went onsite and performed a replacement of the switch printed circuit board assembly (pcba) to resolve the issue. The fse replaced the switch pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.